Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('very heavy bleeding') and autoimmune neuropathy ('autoimmune disorder - developed nerve endings itchy flare') in a 37-year-old female patient who had essure (batch no. A14888- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, rash, attention deficit/hyperactivity disorder, nausea and vomiting. Concurrent conditions included eczematous dermatitis, uterine bleeding, hemorrhage (nos) and anemia. Concomitant products included betamethasone, clotrimazole (anti fungal cream) and prednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced autoimmune neuropathy (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction - nickel allergy") with skin wound and pruritus, migraine ("migraines / headaches") and abdominal pain lower ("cramping"). In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), adjustment disorder with depressed mood ("psychological or psychiatric problems - depression from constant itching"), complication of device removal ("any complications from your essure removal procedure? Yes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("severe headaches") and adnexa uteri pain ("fallopian tube pain") and was found to have hormone level abnormal ("hormonal changes - post hysterectomy") and eosinophil count increased ("high eosinophil count"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, adjustment disorder with depressed mood, migraine, fatigue and weight increased had not resolved and the genital haemorrhage, autoimmune neuropathy, hormone level abnormal, abdominal pain lower, bladder disorder, urinary tract disorder, headache, eosinophil count increased and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adjustment disorder with depressed mood, adnexa uteri pain, allergy to metals, autoimmune neuropathy, bladder disorder, complication of device removal, eosinophil count increased, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil left 3 and right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: (as per pfs). Results: total bilateral occlusion. (As per mr). Impression: occlusion of both fallopian tubes status post essure device placement. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: itching,heavy menses, vaginal bleeding. Lot number reported a14888 is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Concomitant medication added. Events ; very heavy bleeding, cramping, bladder or urinary problems or changes, headaches, fallopian tube pain, high eosinophil count were added. Incident: no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune neuropathy ("autoimmune disorder - developed nerve endings") in a 37-year-old female patient who had essure (batch no. A14888-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, rash, attention deficit/hyperactivity disorder, nausea and vomiting. Concurrent conditions included eczematous dermatitis, uterine bleeding, hemorrhage (nos) and anemia. Concomitant products included prednisone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune neuropathy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction - nickel allergy") with skin wound and pruritus, adjustment disorder with depressed mood ("psychological or psychiatric problems - depression from constant itching"), migraine ("migraines / headaches"), fatigue ("fatigue") and complication of device removal ("any complications from your essure removal procedure? Yes") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes - post hysterectomy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, adjustment disorder with depressed mood, migraine, fatigue and weight increased had not resolved and the autoimmune neuropathy and hormone level abnormal outcome was unknown. The reporter considered adjustment disorder with depressed mood, allergy to metals, autoimmune neuropathy, complication of device removal, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil left 3 and right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: (as per pfs). Results: total bilateral occlusion. (As per mr) impression: occlusion of both fallopian tubes status post essure device placement.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: itching,heavy menses, vaginal bleeding. Lot number reported a14888 is invalid. Most recent follow-up information incorporated above includes: on 8-may-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder - developed nerve endings") in a (B)(6) female patient who had essure (batch no. A14888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, rash, attention deficit/hyperactivity disorder, nausea and vomiting. Concurrent conditions included eczematous dermatitis, uterine bleeding, hemorrhage (nos) and anemia. Concomitant products included prednisone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction - nickel allergy") with skin wound and pruritus, depression ("psychological or psychiatric problems - depression from constant itching"), migraine ("migraines / headaches"), fatigue ("fatigue") and complication of device removal ("any complications from your essure removal procedure? Yes") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes - post hysterectomy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, depression, migraine, fatigue and weight increased had not resolved and the autoimmune disorder and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, complication of device removal, depression, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil left 3 and right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: (as per pfs). Results: total bilateral occlusion. (As per mr) impression: occlusion of both fallopian tubes status post essure device placement. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: itching,heavy menses, vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become valid since all events are specified. Reporters were added. Lot no. Was added. Patient's demographics was added. New events- abnormal bleeding (vaginal, menorrhagia);severe open wounds, itching, depression, autoimmune disorder - developed nerve endings, migraines/headaches, nickel allergy, pelvic pain, fatigue, weight gain, hormonal changes - post hysterectomy, any complications from your essure removal procedure? Yes were added. Lab test was added. Concomitant condition & drug was added. Incident: we received a lot number n this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.